Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a revision procedure. No further information can be obtained.

Manufacturer narrative:
Expiration date: ni.